Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer states the sensor had inaccurate readings. The customer¿s blood glucose was 87 and 253 mg/dl and the sensor glucose was 74 and 186 mg/dl. The customer was treated with drinking some juice. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.